Event description:
It was reported the device was removed. Medical or surgical intervention was necessary to prevent permanent impairment of a reported function. It is unknown if the issue resolved. It is unknown if there were any patient symptoms or complications, or injury as a result of the event. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.